Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same incident as MDR #1043534-2015-00078.

Event description:
Allegedly, the surgeon was attempting to remove the inbone tibial base during a right ankle procedure. The components were top, 2 mids and base. The proximal tibia fractured and the bone tamp to force the implant.